Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a starclose se device, with a 6fr sheath, after a carotid catheterization procedure. Reportedly, after achieving hemostasis with the clip of the starclose se device, the device could not be removed from the patient anatomy. The access ports were used unsuccessfully. A second physician used counter-traction with assertive pull to successfully remove the starclose se device from the patient. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.